Event description:
The customer reported that the piston on the insulin pump is broken, and the customer is unsure how it happened. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor slide damage. Unable to perform the displacement test due to damage motor slide.